Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the customer had a no delivery alarm, that insulin leaked from the reservoir into the reservoir compartment, and that the customer had high blood glucose readings. The customer's reading ranged between 340 and 400 mg/dl. The caller stated that the customer's infusion set was not bent. The caller was advised to monitor the problem and call back if the problem persisted. The insulin pump was not replaced or returned for analysis.